Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence. No imaging or device had been made available for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where post procedure (while in recovery), patient went into complete heart block and a temporary pacemaker was inserted. On post-operative day (pod) 1, a coronary sinus (cs) lead was implanted.